Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring ii seals were cracked. The procedure was completed with a partial clamp. The hospital will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, technical evaluations cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There were no non-conformances recorded in either lot history which would be considered related to the reported event. (B)(4) additional information: lot number: 25040775, expiration date: 07/31/2012.